Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled their tubing while connected to the pump the customer was taken in an ambulance to the emergency room (ER) with a blood glucose (bg) level of below (20 mg/dl) the customer was treated with a glucose drip. The customer was released after 5 hours with a bg level of (180 mg/dl). The customer was educated to not fill while connected to the pump. In addition, the customer reported to have experienced bg levels range from (306-465 mg/dl) the customer took a manual injection to stabilize bg level. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer was instructed to change supplies and was able to resume insulin delivery.